Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy and cystoscopy due to sui, transurethral mesh erosion, vaginal wall prolapse, cystocele, rectocele, uterine prolapse midline, stage ii uterovaginal prolapse, mixed urinary incontinence and history of prior mid urethral trauma. It was also reported that the patient underwent operative cystourethroscopy vaginal resection of eroded polyprylene mesh from urethral lumen. It was reported that patient underwent mesh removal on (B)(6) 2012 and (B)(6) 2012 due to embedded mesh. It was reported that patient underwent vaginal hysterectomy, high bilateral uterosacral vaginal vault suspension, transobturator mid urethral sling, cystourethroscopy on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent cystoscopy, vaginal exploration, removal of urethral mesh on (B)(6) 2012 due to sui, erosion of mesh into the urethra, hematuria. It was reported that the patient underwent operative cystourethroscopy, vaginal resection of eroded polypropylene mesh from the urethral lumen on (B)(6) 2012 due to transurethral mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent attempted removal of intraurethral vaginal mesh (which was unsuccessful) and cystoscopy on (B)(6) 2012, due to urinary incontinence and urethral erosion of vaginal mesh. No additional information was provided.